Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the none of the buttons of insulin pump was responding. The customer blood glucose level was 124 mg/dl. The customer was assisted with troubleshooting. Customer also stated that the time moved up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.